Manufacturer narrative:
(B)(4).

Event description:
The customer reports the brown lumen cap is coming loose.

Manufacturer narrative:
Qn# (B)(4). The customer returned a brown luer hub for investigation. No other parts or devices were received. Microscopic examination of the luer hub revealed the extension line detached near the distal base of the luer hub. The fractured surface of the extension line can be seen. The edges of the fractured surface were waved and fragmented. The distal end of the separated extension line was not returned. The lot number was not reported; therefore a device history record review was performed based on a potential lot number from the sales history of the customer. No relevant findings were identified. The IFU provided with the kit warns the user "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained, and further consultation requested." The reported complaint that the extension line separated from the luer hub was confirmed based on visual examination of the received sample. Microscopic examination of the luer hub revealed the extension line detached near the distal base of the luer hub. The distal extension line was not returned for examination. A device history record review was performed and no manufacturing issues were identified. Since the separated extension line was not returned, the probable cause could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the brown lumen cap is coming loose.